Event description:
It was initially reported that the enterra patient had increased baseline pain, increased nausea, increased sexual function, and twitching. Numbness in the patient's arms, side of face, and chest were also reported. These symptoms had been occurring for 1 week. The patient had been to the hospital more than once to be evaluated. The patient is going to the emergency room now, because her next appointment with her physician is not until later in the week. The patient feels like other things are going on and wants to get checked out immediately. The hcp confirms the patient is experiencing lack of effect and pre-existing abdominal pain. The hcp feels that the emotional, psychological, and sensory changes are due to the patient's bipolar disorder. No serious injury to the patient was reported.

Manufacturer narrative:
.